Event description:
Defective adapter spike was observed. The spike failed to properly engage with the prefilled syringe tip, leading to leakage and spillage of the medication [device defective] no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns events of device defective and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On 14-apr-2026, amneal pharmaceuticals received information from pharmacist via a telephone call concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 37.5 mg (ndc: (B)(4), and lot number: ap250591, expiry date: 30-nov-2027) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On (B)(6) 2026, they dispensed a sealed medication kit to hospital. On (B)(6) 2026, register nurse was about to withdraw the medication, she observed that after reconstitution, a defective adapter spike was observed. The spike failed to properly engage with the prefilled syringe tip, leading to leakage and spillage of the medication. Further she stated that this was the first time they observe this type of issue and requested for the replacement, and she also stated that medication was not administered to consumer. Last action taken with risperidone in relation to device defective and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device defective and no adverse event was unknown. The reporter did not provide the causality of events device defective and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.